Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. During production 65 visual inspections were carried out with 0 rejection noted. Needles come from 2 batches: #8078601: (march 20-23rd, 2018) during which 177 visual inspections of 25 units each were performed with zero defects noted. #8064836: (march 13-20th, 2018) during which 304 visual inspections of 25 units each were performed with zero defects noted. Research has not found any abnormalities and qn in injected hub batches (#8065768, #8072874, #7311790 and #8079915) in mold machine 3553 from november 2017 to march 2018. Investigation conclusion: since bd was unable to duplicate or reproduce the indicated failure mode because no sample has been provided, neither which syringe was used and review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine, at this time. Considering available information ¿small needle fitting defect and the medicine was wasted¿ bd understands a defective hub connection issue took place. Based on our experience, this issue could be probably because of a defective connectivity due to a defective luer dimensions or any damage in the syringe tip, but it could be also related with the handling of the product as some insufficient adjustment between of the devices by the end user. On the other hand, we are certain that the probability of having some damaged needle causing detached in our product is very low based on the preventive measures, and our sampling inspection plan. Since complaint is not possible to confirm, DHR show no abnormalities or issues and no complaints from other customers, it was determined that no corrective actions are required at this time.

Event description:
It was reported that an unspecified number of needle 30ga 1/2in experienced needle and syringe cannot/difficult to connect during use. The following information was provided by the initial reporter: small needle fitting defect and the medicine was wasted.